Event description:
Healthcare professional reported capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
Additional, corrected and/or changed data: h.6.

Event description:
Healthcare professional reported for right side "capsular contracture grade IV", "intracapsular rupture and / or extravasation of implant fluid", "radial folds", "right breast capsule of probable hematoma, seroma and inflammation". The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture baker grade unknown is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported for right side "capsular contracture grade unknown", "intracapsular rupture and/or extravasation of implant fluid", "radial folds", "right breast capsule of probable hematoma". The device remains implanted.